Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic sigmoidectomy, when attempting to fire, the device stopped and the firing was unable to be performed. A new reload, handle and shell were taken out to complete the case. There was no patient injury.